Event description:
It was reported that during a percutaneous transluminal angioplasty, balloon rupture occurred. The 80% stenosed target lesion was located in a moderately calcified and mildly tortuous left common iliac artery. After a 6f non-bsc introducer sheath and a non-bsc guide wire was advanced, a 10.0mmx40mmx135cm (5f) sterling balloon catheter was selected to treat the target lesion. Following insertion, it was noted that the device got kinked. Upon 1st inflation at 6 atmospheres, the balloon ruptured. The procedure was then completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).